Manufacturer narrative:
Result of investigation - the suspect device returned for further evaluation. The device history record was reviewed in order to detect any issue related to the reported defect during its manufacturing. Based on the investigation and per picture and physical sample provided by the customer in which we can identify the subassembly is damaged on the tip of the tubing. The manufacturing personnel may be related with the reported defect since if they do not properly follow the instruction referred to the proper way to insert the tubes into the tip and hole forming equipment, defects such as the one reported on this complaint may occur. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluated by MFR - at this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
It was reported to vyaire medical that the airlife tri-flo suction catheter's tip appears to be cut instead of rounded look. The issue occurred during patient's dental case. The doctor used a bronchoscopy to look into both sides of the lungs, checked a chest x-ray and nothing abnormal was found. It was determined that it was broken before surgery. Furthermore, there is no harm done to the patient.